Event description:
Five years ago I had a mini facelift, lipo under my chin, chemical peel, turn the corners of my lips up and the drug sculptra injected in me at the same time. About six months after surgery I noticed these raised lumpy places on my face. They would get bigger as well as hard and painful then something as simple as patting my face dry after showering would break them open. They were full of these seed like things. Millions of them. It started in the area where I assumed he injected the sculptra. From my ear lobe down my jawline to the chin. They are still coming today and seem to be getting worse. What you call a device is destroying my face. That had me have depression and severe anxiety.